Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: there was no report of fragment falling from the device while used during the procedure on a patient. The patient has not returned to the hospital and has not experienced any post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at roughly 0.431¿ from the base. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the harmonic ace instrument produced a recognition error. The customer used a backup harmonic ace instrument to continue the procedure. The procedure was completing as planned with no reported injury.